Event description:
Foley was placed in the or. When rn went to remove foley the following day, met with resistance and patient was complaining of pain. Ridge at the end of the catheter was giving a lot of resistance coming out of urethra opening. Patient experienced increased pain requiring intervention and urethral irritation.this facility has had an estimated 20+ such events with this product over the last 5 months. The manufacturer is aware and product has been returned to them for investigation/analysis. There is no difficulty inserting the catheters. The problem occurs when the catheter is removed. This has occurred in both male and female patients. There are no patient factors common to these events.device #1is this a laboratory device or laboratory test?no.